Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e411 analyzer. The patient's initial hcgb result was 11010 miu/ml accompanied by a data flag. On (B)(6) 2014, the patient had a second sample tested and the hcgb result was 11326 miu/ml accompanied by a data flag. The doctor was not happy with the results and asked the laboratory to repeat the samples. On (B)(6) 2014, both the samples were repeated and the results were 10000 miu/ml accompanied by data flags. On (B)(6) 2014, the first sample was diluted 1:10 and the result was 31182 miu/ml accompanied by a data flag. On (B)(6) 2014, the second sample was diluted 1:10 and the result was 52239 miu/ml accompanied by a data flag. The customer stated the patient's pregnancy was diagnosed as unhealthy and a uterine evacuation was about to be done. The decision to do the uterine evacuation was stopped after the samples were repeated. The patient was not adversely affected by this event. The hcgb reagent lot number was 173268 and the expiration date was (B)(6) 2014.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
After the investigation, it was determined the customer changed the instrument factor for the test on the analyzer from that which was specified by the manufacturer. The customer confirmed this and the instrument factor was corrected. The instrument was working with specifications.